Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist reviewed message flow and confirmed that messages were being received by the carefusion coordination engine interface. Coordination was done with the integration engineering support team to validate that message processing was occurring as expected. The technical support specialist remotely accessed the enterprise server and reviewed message activity using sql server management studio to determine whether messages were queued or actively processing. The last received message timeframe was reviewed and compared with patient or order examples provided by the customer. When customer-provided examples could not be located, messaging services and external message logs were reviewed for errors to further assess message processing status. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing over pyxis. Customer mentioned that when the user tried syncing the server, an error status was prompted. However, there were no delays or adverse events or injuries reported based on this event.